Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture was received on july 30, 2024, with lot number 2906270. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown, and rupture. Healthcare professional later reported baker grade "3+". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown, and rupture. Healthcare professional later reported baker grade "iii". Device remains implanted.

Event description:
Device has been explanted and replaced.